Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet with a dexcom g7, including an urgent low alert and a lowest reported glucose of 38 mg/dl; the user ingested oral carbohydrates, changed supplies and the sensor due to continued low readings, and had performed a factory reset prior to contacting support, with the cause described as unclear. Symptoms included dizziness, sweating, shaking, lightheadedness, blurry vision, and tongue numbness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.